Event description:
It was reported that during a sleeve gastrectomy procedure, a green reload was used. On the last firing, buttressing material was used. The buttressing material was removed and a yellow foreign body was in the staple line. The sales rep reports that the foreign body was noted to be a driver. There were no noted patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: this was the surgeon's first case with seamguard. The driver was retrieved. No staple formation issues noted. No patient consequence was reported.